Manufacturer narrative:
Follow-up #1: date of submission 07/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2016 with the following findings: investigators were unable to duplicate the original ¿no power¿ complaint as the pump powered on with intact auditory and vibratory alerts to a blank screen. Also, investigators were unable to adequately investigate the pump due to a blank display issue. The review of the black box data and the alarm history showed multiple consecutive ¿cs054/cs052/cs012¿ alarms post pump reboot on a single date. The battery compartment and the cap were undamaged and the cap was able to fit securely to the pump. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board. Further technical analysis revealed a slave processor u17 failure contributing to a blank display issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.